Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was completed and no related nonconformances were found, therefore supporting the device met material, assembly and performance specifications. Multiple attempts were made to gather more information regarding the event but were unsuccessful. The root cause is undeterminable.

Event description:
Reported as marker band came off the piggyback. Medwatch uf/importer# (B)(4) was received 15may2020. The description from the medwatch states: radiopaque marker broke off catheter while inside patient. Device failed (e.g., broke couldn't get it to work or stopped working. Multiple attempts were made to obtain the device for investigation and further information for this complaint. No response was received.